Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the clip causing a leaflet tear and the clip moving on the leaflets requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced however when diving through the valve, the anterior gripper got entangled with the anterior leaflet below the valve. The clip was inverted and returned to the atrium. It was noted the anterior leaflet was damaged. The clip was aligned and the leaflets successfully grasped. The clip was implanted however after deployment the mr increased to 3-4 again. The physician suspected a single leaflet device attachment (slda) as the clip showed increased mobility on echo and fluoroscopy; however the slda could not be confirmed. An additional clip was implanted lateral to the first clip. A third clip was advanced and the leaflets grasped however the mean pressure gradient increased therefore the clip was not implanted. The gradient returned to baseline. The procedure was completed with the mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, a cause for the difficult to remove from the anatomy and partial clip movement (migration) cannot be determined. The unspecified tissue injury appears to be related to the procedural conditions associated with difficulty removing the entangled clip from the anatomy. Tissue damage is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances there is no indication of a product issue with respect to design, manufacture, or labeling of the device.